Event description:
The customer reported the device alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported. The biomedical engineer evaluated the unit and replaced the data acquisition board per product support recommendation. The unit is now back in service.